Event description:
The customer contacted baxter's technical service center to report a check lines and bags which occurred on home choice (hc) during fill 24 of 24. The fill volume was 22ml. The baxter technical representative (tsr) assisted the registered nurse (rn) to end therapy early after the rn stated that she replaced the bag when it ran out of fluid. The rn will stop therapy for the day. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for check lines and bags alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause, use error, switching bags while connected. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem .the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.